Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012564422); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. Added second paragraph. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, complete heart block (chb) was observed. Subsequently, the patient was placed on observation, and permanent pacemaker implantation was planned. It was noted that sinus rhythm was temporarily restored following the implant procedure. Additional information was received indicating that the chb began intra-operatively. A permanent pacemaker has not been implanted due to temporary sinus rhythm.

Event description:
It was reported that on the same day as the implant of a transcatheter valve, complete heart block (chb) was observed. Subsequently, the  patient was placed on observation, and permanent pacemaker implantation was planned. It was noted that sinus rhythm was temporarily restored following the implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012564422); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.